Event description:
Additional information was received that during the valve implant, a procedural delay of five minutes resulted as a result of the infold as a second valve was prepared. Per the physician, the patient's calcified anatomy contributed to the valve infold.

Manufacturer narrative:
Updated data: b5 d1 d4 h2 h3 h4 h6 additional codes image review: three media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to at least node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure and during deployment, there is evidence of an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was recaptured, and a new valve was prepped and confirmed a good load. Images of the fully released valve were not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was loaded by an experienced individual. Fluoroscopy was used to assess valve load, revealing a borderline frame node overlap up to the fourth node. There was discussion with the physician about using a new valve, and the physician opted to proceed with the initial valve. At 80% deployment, the infold was observed. A second valve was prepared and screened using floroscopy, with a frame node overlap noted at approximately 3.8 nodes. The first valve was recaptured and removed without issue, and the second valve was successfully deployed. The patient remained stable throughout the procedure and was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012891499); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012896883); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.